Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one week after implant the patient's right ventricular (rv) lead showed high pacing thresholds and poor sensing. Two weeks later an attempt was made to reposition the rv lead. After retraction of the helix and a new position located, the helix would not extend after multiple turns. Tension was noted on the rv lead when attempting to extend the helix. The rv lead was then explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.